Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a potential stylet or guidewire within the patient is confirmed; however, the exact cause is unknown. Sixteen xray photographs of a stylet was returned for evaluation. An initial visual observation of the xray photographs showed a thin object that has the appearance of a stylet or guidewire within the patient. The identity of the object could not be confirmed. No additional details regarding the device could be discerned from the photographs. No additional damage was noted. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information received on 11-mar-2026. The patient was discharged from the hospital on (B)(6) following surgery to repair a femur fracture. He reports that he had been experiencing pain in his right shoulder since his hospitalization, with the pain progressively worsening after discharge. At home, he noticed a nodule in the right supraclavicular region. He sought emergency care for evaluation. A foreign body was identified, resembling the guidewire from the PICC placement during the previous hospitalization, extending to the external jugular vein. Evaluated by the vascular surgery team, who recommended removal under fluoroscopy. The procedure was uneventful. PICC placement on (B)(6), apparent difficulty; follow-up x-ray after placement showed the catheter in the course of the axillary vein, subclavian vein, and superior vena cava, along with an image of a guidewire in a similar course, but suggestive of being outside the device. Underwent surgical procedure without complications. Some complications during hospitalization but was discharged home in good condition. Additional information received 17-mar-2026: on (B)(6) 2025, PICC was inserted. On (B)(6) 2025, patient reported shoulder pain, x-ray performed. On (B)(6) 2025, patient returns to psa complaining of shoulder pain, foreign body identified and referred to hemodynamics for removal, patient referred to ICU after procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that foreign body identified with appearance similar to the guide wire of the PICC line from previous hospitalization to v. Evaluated by the vascular surgery team, which indicates removal in the operating room under fluoroscopy. Procedure without complications. PICC placement on (b)(6, apparent difficulty, control x-ray after placement with the catheter in the axillary vein, subclavian vein, superior vena cava along with image of guidewire in similar path, but suggestive of being outside the device.